Event description:
Health professional reported a lap-band system was explanted without replacement due to a "band slippage" and the pt was "converted to vertical sleeve." The pt presented with "persistent sensation of food sticking, heartburn and bloating."

Manufacturer narrative:
Allergan has received the product however, the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event had no further info regarding the device serial number. Band slippage, dysphagia, reflux, heartburn, pain and bloating are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling address the report event of band slippage, dysphagia, pain and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require and band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia, heartburn and bloating as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."